Manufacturer narrative:
Final analysis found two external insulation abrasions noted at 9.1-9.2 cm and 9.4-9.6 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against device can. This contributed to the reported noise and inappropriate lv output. All other damages were sustained during the surgical procedure.

Event description:
It was reported that an asymptomatic patient presented in the operating room for a lead extraction procedure, with noise exhibited on the right ventricular lead. It was reported that the noise appeared after patient had unrelated ablation procedure. Upon further review, noise episodes resulting in inhibition of biventricular pacing were confirmed from previous merlin.net transmissions. All other electrical measurements on the lead were normal. The lead was extracted and replaced. There were no patient symptoms reported and the patient was stable during and post operation.